Event description:
The patient presented to the ER due to the patient notifier for out of range high lead impedances. Patient notifier was reset. Few days later, the patient notifier was felt again. Impedances tested normal in all vectors. During the lead revision, the physician opted to explant the entire system.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported out of range high voltage lead impedance was confirmed in the laboratory. Analysis found a broken ground case wire as the cause of the reported event.